Event description:
Customer reported hospitalization due to low blood glucose. Blood glucose level at the time of admission was 14 mg/dl. Customer stated he woke up at eight o'clock in the morning and went back to sleep. Emergency medical services was called as he was found unconscious at one o'clock in the afternoon. Customer perceived the cause of low blood glucose was too much insulin overnight. Blood glucose at the time of call was 60 mg/dl. Customer treated with juice. Customer also reported sensor issues like not lasting for six days, getting a weak signal and lost sensor alert. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.